Manufacturer narrative:
A ge svc rep performed an on site investigation. The image intensifier and power supply need replacement. The customer cancelled the svc call. A follow-up report will be filed when add'l details become available. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 6600 system would not fluoro. No pt injury was reported.